Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant aortic cuff was required to be implanted five years post index procedure for treatment of a proximal type I endoleak. The patient presented emergently with back pain. The CT revealed there was a type iii endoleak, separation; 15 mm between the aneurx bifurcated stent graft and the endurant cuff and a ruptured aneurysm. The physician stated that the cause of the type iii endoleak, separation was due to patient¿s anatomy of disease progression and severe aortic neck angulation. The physician elected to implant a 36 mm endurant cuffs however the aortic cuff was did completely cover the separation, due to the severe angulation of the aortic neck. A second 36 endurant aortic cuff was implanted and resolved the type iii endoleak, separation; however there was now a proximal type I endoleak present. The physician decided to monitor the patient at this point and noted the endoleak may clot off. The patient was bleeding in the left groin at the end of the procedure. The physician surgically repaired the artery which appeared to have blood loss. It was reported that two days later it was noted that proximal aortic neck was 34 mm in diameter. The physician elected to implant an endurant aui 36x14x102 and extended distally with two limbs, 16x10x124 and 16x16x82 endurant limbs; however, there was still a proximal type I endoleak noted. The physician noted that the cause of the proximal type I endoleak was due to patient's anatomy and multiple vascular disease. Approximately three weeks later it was reported that the patient was brought back and had aptus endoanchors implanted. However is unknown if the endoleak was resolved. The physician will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).